Event description:
It was reported that during a device change out procedure, the physician noted a possible insulation breach on the right ventricular (rv) lead. They elected to use a lead repair kit to add additional protection. The lead remains implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out procedure, the physician noted a possible insulation breach on the right ventricular (rv) lead. They elected to use a lead repair kit to add additional protection. It was further reported that the lead was later explanted due to infection. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.